Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is the current patient status? What were the indications for surgery? Was the vessel completely skeletonized prior to introducing the device? Was the vessel completely proximal to the cutline on the device? Was there any extraneous tissue distal to the cutline, to include mesentery? Intra-operatively, were any staple formation issues noted? When bleeding was noticed in the initial procedure, what suturing technique was employed and where specifically was the suture placed (figure-8 over bleeding area of staple line, etc.)? During the re-operation, what was the site of the bleeding? Was the bleeding identified in the same area that the suture was placed? Please describe the staple visibility and formation. Additional information received: the patient was (B)(6), female and has a systolic blood pressure of 200 which has been difficult to lower. During the operation this was reduced and maintained at approx. 130. She is also normally on aspirin and other medication to control her blood pressure. The surgeon normally keeps patients on aspirin whilst he operates but for this patient she was taken off aspirin before the operation. During the operation the inferior mesenteric artery (ima) was ligated using the pvs, there was an initial bleed from the distal end of the staple line and this was controlled with suture ligation. In post operative recovery there was difficulty in raising her blood pressure and the systolic blood pressure would not raise about 80, the patient was returned to theatre and found to be bleeding (pulsatile) from the proximal portion of the staple line. The surgeon had to proceed with an open operation to control the bleeding into the abdomen.

Event description:
It was reported that following a sigmoid colectomy procedure, the surgeon had done a lap sigmoid colectomy and used the device for the vascular pedicle (ima). The surgeon took her back to theatre at 11 pm for postoperative hemorrhage control: she was actively bleeding from the staple line. Pulsatile. Belly was full of blood of course, so could not do it laparoscopically. Patient had to be readmitted to surgery to treat a bleed from the staple line - due to the extent of bleeding the case had to be performed as open surgery rather than laparoscopic.